Event description:
It was reported that during a coronary drug eluting stenting procedure, crossing difficulties were encountered. The physician had attempted to cross the 90%, somewhat calcified lesion in an unk vessel with a taxus express2 2.75 x 8.0 mm drug eluting stent. The vessel was apparently not pre dilated. After several attempts, the stent was removed and examined. The stent was found to be "buckled". The stent was then re-crimped by hand on to the delivery device. The physician re-inserted the stent/delivery device and attempted unsuccessfully to cross the lesion several more times. The device was removed and it was noted that the stent was missing from the balloon. The stent was not retrieved and it is presumed to be somewhere in the coronary arteries. The pt is said to be "well". It is noted that the product was used beyond the expiration date of 2003.